Event description:
During a follow up, the hvli (svc-can) value was out of range. A few days later, the patient presented to the hosp due to patient notifier. The hvli (svc-can) was again high. The physician opted to exclude the svc coil. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.